Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: on the same day of primary tha, the patient underwent a second operation to reposition the cup that was found to be too vertical. The cup was stabilized with an additional screw and the insert replaced, which is current procedure in such a case. This problem was not caused by a faulty device. Batch review performed on 15 june 2016. (B)(4). Not explanted.

Event description:
Revision surgery performed the same date of the primary since the cup moved and was too vertical. The cup was repositioned, 2 screws got put into, the central plug of the cup and the liner were changed.